Event description:
On morning of (B)(6) 2010, nurse reported issue with stryker mobile wheeled stretcher mod sm 304 sn: (B)(4). Report stated that the battery powered stretcher after being activated to move, raced forward and slammed into the wall with the wheels spinning in place on the tiled floor with no one in contact with the mobile stretcher. No injuries occurred to staff or pt. Staff filed no incident report/no pt involved. My investigation substantiated that this is exactly what occurred with several witnesses involving this mobile stretcher. The database states that the facility has eleven units of the stated model type. Company completed service on 8/27/10 and could not duplicate problem. Dates of use: (B)(6) 2010.